Manufacturer narrative:
Device remains implanted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing, low amplitude, threshold issues and noise. A technical service (ts) consultant reviewed data, noting the patient in chronic atrial fibrillation. Ts provided recommendations for a follow up appointment and lead integrity testing. The device remains implanted. No adverse patient effects were reported.